Event description:
The integra sales representative reported the following incident on behalf of the user facility: during the implantation of the screw by the physician, the dynamic head broke. The entire screw along with the head was removed from the patient. The physician then implanted another manufacturer's screw as a replacement.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.